Event description:
Reported indicated that the patient was complaining of pain and tenderness at the generator site, but that there was no redness. The physician indicated that the patient reported that there was puss at the breast area that started approximately 2 months ago, but the patient refused to let the physician assess the area. Further follow-up revealed that the puss was coming from the patient's nipples bilaterally. Physician indicated that there was no patient manipulation or trauma that occurred which could have caused or contributed to the puss in the patient's nipples. The physician believes the pain at the generator site is related to surgery. No cultures were taken as the patient refused to allow the physician to examine her nipple. No causal or contributory programming or medication changes preceded the onset of the pain at the generator site. The patient was referred to surgeon for consult.